Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation has been completed. The mr scanner was operating within specifications and determined to be operating normally when checked by the ge healthcare field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation describes the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding, and preparation of the patient, prior to starting the mr exam procedure.

Event description:
It was reported that a patient sustained a 13cm x 7cm second degree burn on the right outer thigh/buttock after an mr of the brain and cervical spine. The patient was not padded per ge recommendations. The patient was treated by a wound care clinic and will require a skin graft procedure for the burn.